Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test false positive results were obtained. Confirmatory testing was performed using a different brand's lateral flow test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the app read the results as positive even though it was clearly negative. Customer reported confirmed the negative result with a different type of lateral flow test. Date of event or issue: (B)(6) 2022. Problem description: "this test shows two lines at the top as a control. If only those show up your results are negative. A another third line appears below if you¿re positive. The first time I tried it, the app read the results as positive even though it was clearly negative with no shadow of a second line. I confirmed the negative result with a different type of lateral flow test."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, md was used as a place holder. PMA/510k: there is no 510(k) for this device as it is eua. Eua210417. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive.¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. App read the results as positive even though it was clearly negative. Customer reported confirmed the negative result with a different type of lateral flow test. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test false positive results were obtained. Confirmatory testing was performed using a different brand's lateral flow test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the app read the results as positive even though it was clearly negative. Customer reported confirmed the negative result with a different type of lateral flow test. ¿ date of event or issue: april 24, 2022 ¿ problem description: "this test shows two lines at the top as a control. If only those show up your results are negative. A another third line appears below if you¿re positive. The first time I tried it, the app read the results as positive even though it was clearly negative with no shadow of a second line. I confirmed the negative result with a different type of lateral flow test."